Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system had difficulty shutting down and did not boot up successfully. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.  Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system log file analysis revealed that the host-pc was unable to connect to the flexvision-pc, indicating an issue with the flexvision pc as a result of the hhd's power failure. Onsite troubleshooting found that the hard disk was not operational. To resolve the reported issue, the fse replaced the flexvision pc, hard disk and updated software into the flexvision pc. Following functional tests, the system was returned to use in good working order. The codes were updated based on the investigation outcome.